Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was rebooted and after that the system was working again. The mouse and keyboard were working, but the touch monitors were still not working. A revisit with transceiver resulted in the system working again. Both touchscreens were working and the touchscreens recalibrated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID 9734175. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system booted as expected but then none of the input devices were working because the cursor did not move when moving the mouse, touching the touch monitor, or typing any key on the keyboard. This issue was noted outside of a procedure, and there was no patient involvement.